Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced both the graphic user interface (gui) printed circuit board (pcb) and graphic user interface (gui) to breath delivery (bd) cable assembly. The hardware was updated on the backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
Report received of an inoperative graphic user interface (gui) display. The ventilator was not on a patient at the time of the event.